Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform revealed a bent battery lock. The physical damage found during visual inspection is not related to the reported event of the platform stopping compression. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 9/2007). Review of the archive data was performed and the reported complaint of the platform "stopping compressions" was not confirmed. The archive data shows sessions to have occurred on the reported event date of (B)(6) 2014, but there were no issues with the platform. Functional testing was performed and the reported complaint of the platform stopping compression was not confirmed. The platform was run with a mannequin using a test battery for 20 minutes and had no problems were observed. In assessing for battery management issues, it was noticed that nimh batteries s/n (B)(4) and (B)(4) were not properly maintained (i.e. Were not test cycled on a monthly basis) based on the archive review. There were gaps of up to 5 months between test cycles. The autopulse product labeling requires the user to "test cycle" each battery on a monthly basis. The number of test cycles obtained for battery (s/n (B)(4)) was "23" cycles. If proper battery management had been followed, the expected number of test cycles would be "48". Product labeling instructs the useful life of each battery is between 2-4 yrs. Battery life is influenced by the frequency of use, and routine maintenance. Battery (s/n (B)(4)) was manufactured in february 2010. Given the complaint was reported in (B)(6) 2014, the battery was 3+ years old at the time of the complaint. Therefore, battery (s/n (B)(4)) may have aged past the end of its useful life. For battery (s/n (B)(4)), the number of test cycles obtained was "8" cycles. If proper battery management had been followed, the expected number of test cycles would be "23". Battery (s/n (B)(4)) was manufactured in march 2012. Given that the complaint was reported in (B)(6) 2014, the battery was 2 years old at the time of the complaint. Therefore, battery (s/n (B)(4)) may have aged past the end of its useful life. Based on the initial investigation, the part identified for replacement is the battery lock. In summary, the reported complaint of the platform stopping compression was not confirmed based on the archive review and during functional testing. The physical damage found during visual inspection is not related to the reported complaint.

Event description:
Complainant alleged that during patient use, the autopulse platform stopped performing compressions after 15 minutes. No error messages were displayed. The customer exchanged the battery, however the unit would not restart. The crew reverted to manual CPR (exact length of time was not provided). Information regarding outcome of the patient was not provided, however no adverse patient sequelae was reported.